Event description:
It was reported by service report that the patient left siderail would not latch upright. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Parts have been placed on order and will be replaced upon receipt.